Manufacturer narrative:
On (B)(6) 2020 the consumer's wife told biolife not to worry her neighbor was an eye doctor and she was already in contact with him. She also said her husband was in good hands being she was a former nurse. On 04/21/2020 biolife spoke with the consumer's wife, and biolife was informed that he went to the eye doctor up the street. The woundseal product may have caused a tiny tear on his cornea. The eye doctor has prescribed a medicated contact for his eye. He went back to the doctor three more times and he is now fine.

Event description:
Consumer accidentally picked up a bottle of woundseal instead of his bottle of eye drops. He got a small amount of woundseal powder in his eye. His wife immediately rinsed his eye with water and his eye felt fine. Her question was if she did the right treatment? Biolife responded rinsing with sterile water or saline water was the correct protocol. Biolife mentioned if he should have any irritation or concerns he should seek medical attention.